Manufacturer narrative:
Product analysis: the delivery catheter system (dcs) was discarded; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a non-medtronic introducer sheath was successfully introduced through the left femoral tract over a non-medtronic guidewire. When exchanging for the in-line sheath, the device was unable to advance past the external iliac artery. A second non-medtronic guidewire was attempted and was also unable to advance the device. It was reported that the minimum external iliac artery diameter was 6.7 millimeter (mm) x 7.1 mm. It was decided to abort the case. Upon removal of the in-line sheath, closure was attempted with two different vascular closure devices. After the second attempt, it was determined the external iliac artery separated from the common femoral artery. A surgical graft was successfully sewn in to attach left external iliac artery and left common femoral artery. No additional adverse patient effects were reported.